Manufacturer narrative:
Corrections:brand name: removed inratio pt/inr test strip (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot #: removed inratio pt/inr test streip lot number and included the serial number of the monitor as above. Concomitant medical products: removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. The 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use? Changed from 'yes' to 'no' since the monitor is not a single use device. Usage of device: changed from 'unknown' to 'reuse' since the monitor is not a single use device. Investigation/conclusion: only the monitor associated with the complaint was returned for investigation; no test strips were provided. The customer's complaint was not replicated. Retain strip testing on the returned monitor meets criteria. A review of the entire testing history for lot 376877a was performed. In-house testing on strip lot 376877a meets release criteria. The product performed as expected during in-house investigation. Functional and thermistor testing were performed on the returned monitor with passing results. The improper technique identified in the complaint could not be ruled out as a possible cause of the unexpected result. The manufacturing records for the lot 376877a were reviewed and did not uncover any non-conformances. The lot meets release specification. The impedance curve for the customer's result of 1.2 was statistically analyzed and was concluded to have a weak-slope change. Curves with weak slope changes can result in discrepant results. This issue is related to the software on the monitor and was addressed in CAPA-(B)(4). The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. There are no known medical conditions provided by the customer that would interfere with the test. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr result and the lab inr result. The results were as follows: (B)(6) 2015 lab inr=2.48, inratio inr= 1.2. The patient self tester's therapeutic range is: 2-3. Patient self tester was milking his finger following the fingerstick.